Manufacturer narrative:
The blazer ii xp catheter was evaluated. Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which showed no abnormalities. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. A continuity and electrical test were performed, and the device is under specification. Based on all the available information boston scientific concluded there was no problem detected with the returned catheter. The catheter functioned as expected. The allegation could not be reproduced through investigation and no other defect was found with the returned catheter. The cause of the issue seen in the field that led to procedure cancellation could not be determined.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that a blazer ii xp temperature ablation catheter was selected for use. The signals from the catheter are hyperparasitic despite the change of all cables, connection interface, rf generator and the catheter itself. Procedure was not able to be completed due to this event and had to be cancelled/rescheduled. Catheter was returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that a blazer ii xp temperature ablation catheter was selected for use. The signals from the catheter are hyperparasitic despite the change of all cables, connection interface, rf generator and the catheter itself. Procedure was not able to be completed due to this event and had to be cancelled/rescheduled. Catheter is expected to be returned for further analysis.